Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is during (B)(6) 2018. If explanted; give date: n/a. The lens remains implanted. The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient, who recently had cataract surgery on her both eyes (ou), developed a hyperopic surprise or unexpected post-op refraction after implanting zxr00 multifocal iol (intraocular lens) in her right eye (od). Moreover, patient was seeing glare and she reportedly saw rings in the center of the optic in certain light as she did not have ability to read. The doctor, however, advised the patient that these visual symptoms should dissipate as time goes on. No additional information provided.